Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported due to the alleged damaged display. However, there is no evidence that the patient suffered a serious injury due to the product issue. The patient reportedly had symptoms described as "dry mouth, thirsty, urinating, feels blood is boiling" prior to the onset of the display issue. There was no allegation of treatment for severe hypoglycemia or hyperglycemia as a result of the display issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.